Event description:
It was reported that the catheter balloon ruptured; it is unknown if it was the inner, outer, or both. During an ablation procedure to treat paroxysmal atrial fibrillation, a polarxfit balloon catheter was selected for use. After positioning the catheter at the first pulmonary vein, the ballon was inflated, and contrast was injected. Suddenly, without showing an error, the balloon burst. It was not clear if it was the inner balloon, outer ballon, or both. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
G2 (report source, other) have been corrected. Upon receipt at our post market quality assurance laboratory, this polarxfit balloon catheter was visually inspected, and no visual damage was observed. Leak testing was performed and the device passed both inner and outer balloon positive pressure and vacuum tests. The device was also connected to a smartfreeze console in an attempt to recreate the issue observed in the field. The device passed the console testing with no errors. No damage or defects were found that would contribute to the "burst" observed in the field. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced, and the device presented with no issues.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter balloon ruptured; it is unknown if it was the inner, outer, or both. During an ablation procedure to treat paroxysmal atrial fibrillation, a polarxfit balloon catheter was selected for use. After positioning the catheter at the first pulmonary vein, the ballon was inflated, and contrast was injected. Suddenly, without showing an error, the balloon burst. It was not clear if it was the inner balloon, outer ballon, or both. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.